Manufacturer narrative:
It was reported in the description, "no flow or pressure coming from machine. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. It was reported in the diagnostic performed by the engineer, that the logs were checked by the biu(business unit). No further details were provided. Multiple good faith efforts were performed; however, no further details were provided. Multiple good faith efforts were performed; however, no further details were provided. It was documented in the parts used, that a pcba motor control board was used, and parts were returned to failure investigation. No details were provided on whether the part replaced resolved the issue. The motor control board was received for failure investigation. The mc board was tested and the root cause is failure of the u17.

Manufacturer narrative:
Customer phone number: (B)(6).

Event description:
Philips respironics received information indicating the ventilator generated an error message 'check vent: blower installed and patient circuit occluded' appears on the screen. No flow or pressure was coming from the machine.